Event description:
Device returned to manufacturer for analysis. Report indicates that explanting physician considered the battery to be dead. Complete parameters of use were not available only that the device was used in the single stimulation mode on continuous. Pt had been transferred to the physician of record and no detailed reasons for explant are available.